Manufacturer narrative:
Correction: h6- annex a; annex g. Investigation ¿ evaluation. Cook became aware of an issue on 02mar2021 that (B)(6) hosp. (United states) had issues with a balloon in a c-aebs-5.0-65-sph (arndt endobronchial blocker set) from an unknown lot deflating overnight. The patient reportedly experienced no adverse effects because of this incident. Reviews of documentation including the complaint history, device history record (DHR), instructions for use (IFU) and quality control procedures of the device, were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The lot number was not provided. Therefore, a sales report was run and revealed record of the customer purchasing 2 lots in the past 3 years. A search on both lots and found one relevant non-conformance (ns13518547) for balloon damage. There are procedures in place to identify this failure and the effected product was scraped. A database search for complaints on the reported lots found no additional complaints reported from the field. Cook concluded that no non-conforming material from the lots exists in house or in the field. Cook also reviewed product labeling. The product IFU, [c_t_aebs_rev6] ¿arndt endobronchial blocker set,¿ provides the following information to the user related to the reported failure mode: warnings: ¿the enclosed blocker balloon is a high-volume, low-pressure design. Excessive manipulation over a prolonged period may cause balloon rupture or deflation.¿ precautions: ¿care should be taken to ensure the balloon remains fully inflated during longer procedures.¿ how supplied: ¿-upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the available information, no device return, and the results of the investigation, cook concluded the cause of this event is the user's failure to follow instructions. The customer reported the device remained in place overnight. The intended use of the device is to differentially intubate a patient¿s bronchus in order to isolate the left or right lung for procedures that require one-lung ventilation. The products IFU instructs users to ensure the balloon remains fully inflated during longer procedures. The device was not being used as an adjunct device within a primary procedure that required one-lung isolation, which is its intended use. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
PMA/510(k) #: k160542. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that three arndt endobronchial blocker sets were deflating overnight after cryobiopsy procedures. It was also reported that the patient(s) were hospitalized, but not because of the products. There were no adverse effects to the patient(s).